Event description:
It has been reported to philips that the device restarted while trying to perform a 12-lead ECG. After the device restarted, it seemed to work correctly. There was no impact to the patient.